Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 153 mg/dl at the time of incident. Troubleshooting found that the pump alarms every time a battery is installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a constant failure of flash memory and new software release detected alarms due to a problem isolated to the mother board. No clock monitor frequency error alarm was noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window as well as a corroded battery tube.